Event description:
The site reported the following: a foreign body was visualized in the CT syringe barrel prior to use.

Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the returned syringe, lot # 157115, from syringe kit sds-ctp-spk and identified the presence of a foreign body in the fluid path. The particulate measured approximately 5 mm x 3 mm. The particulate has material extensions that could potentially fragment while under pressures typically generated during an injection. Comparison of the particulate with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection into the patient exists. The syringe kit instructions for use ((B)(4)) instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is received, a follow-up report will be submitted.